Manufacturer narrative:
(B)(4). One pulse oximeter was received for evaluation. External visual inspection found the front panel membrane was peeling off. An internal visual inspection found a small dent in the flex cable, between the front panel printed circuit board (pcb), and the main pcb. Performance testing reviewed no missing segments. Disassembled the unit and checked flex cable connections between front panel pcb and the main pcb and confirmed a small dent in flex cable, and no other anomalies were noted. Reassembled the unit, turned it on, and there were no issues. The peeling front bezel was replaced. The costumer reported malfunction was not verified, as the unit was functioning as intended. The reported failure of ¿unit display was missing segments¿ was not verified on this returned device. However, it is a known issue, and has been isolated to the user interface printed circuit board (ui pcb). Remedial actions efforts have been taken. Complaint trends will continue to be monitored.

Event description:
It was reported that a pulse oximeter's monitor was missing segments. There was no patient involvement.